Event description:
Customer contacted beckman coulter inc. (Bci) regarding an issue with the coulter lh 750 analyzer - the instrument mis-identified one patient result. Customer ran 5 patient samples and the instrument locked up after generating an error message and autoprinted only the first patient's results. Customer then tried to manually print the remaining 4 patient results and noticed that the second patient had the same results as the first patient with different demographics and was printed out when the instrument gave a fatal error. Customer decided to rerun all 5 patient samples on a different instrument and verified that the original results for the second patient generated by the coulter lh 750 analyzer were incorrect. Patient data and barcode labels were requested but not provided. No erroneous results were reported outside of the laboratory and there was no affect to patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications and no other barcode misreads have been reported. Bci field service engineer (fse) ordered and installed a new workstation. Fse verified instrument operation and it was functioning properly. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.